Event description:
It was reported that the patient with an ambicor penile prosthesis (app) experienced pain in the region of the prosthesis. A cystoscopy was performed, revealing that the device was not properly deployed, was not functioning correctly, and showed dilation at the base of the penis. The device remains implanted, and a revision surgery is planned. No further patient complications have been reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an ambicor penile prosthesis (app) experienced pain in the region of the prosthesis. A cystoscopy was performed, revealing that the device was not properly deployed, was not functioning correctly, and showed dilation at the base of the penis. The device remains implanted, and a revision surgery is planned. No further patient complications have been reported.